Event description:
Boston scientific received information that during a routine device replacement procedure, right ventricular (rv) shock lead impedance (sli) measurements of greater than 125 ohms were observed in the triad configuration when the rv lead was connected to the new device. Previously (with the chronic device) sli measurements had been within normal limits. The lead was re-checked with the chronic device again showing normal sli measurements. The lead was then re-connected to the new device however the triad and rv to ra coil lead configuration still yielded greater than 125 ohms sli. The attempted device was removed and a new device was implanted with similar out of range high shock impedance measurements. An integrity issue with the rv lead's proximal coil was suspected however the lead was left implanted and will be monitored.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device exhibited normal shock lead impedance measurements during laboratory testing.